Event description:
It was reported that the customer was having issues with her reservoirs. The customer stated that when she connects the reservoir to the infusion set and attempts to push the plunger rod, she had problems with getting the insulin to move. The customer stated that she had to throw away two reservoirs and waste insulin due to this issue. The customer's blood glucose was unknown. Advised customer that this could be a possible connection issue. The customer stated that she already disconnected and reconnected with no results. Customer stated she has not tried a new infusion set with the reservoirs. Advised to call back when the issue is occurring in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Testing was performed and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.